Event description:
It was reported that during a re-gastrectomy procedure, the device was fired over the pyloric antrum of the stomach. After the device was fired, the staples were not present over the tibial transection plain. Oversuturing the staple line was done to complete the case. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.